Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 331 mg/dl a large ketone level identified as dangerous. Cause of elevated bg level was unknown. Bg was treated with saline and insulin treatment. Reportedly, customer left the ER with customer in stable condition. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended.